Event description:
During in clinic follow up, an increased threshold and low sensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and a lead dislodgement was observed. It was suspected the lead dislodgment occurred due to the rv lead not being fixed correctly upon implant. The rv lead was explanted and replaced to resolve the event. The patient was stable.